Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. The returned instrument exhibits signs of repeated use nicked / gouged and the lateral feature of the tasp has fractured off. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint is confirmed via product review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke during trailing. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.